Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump displayed channel error code 222.4050 on screen, brain continued but module removed, there was no significant concern because tpn is in pump. There was no harm to the patient.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes.

Event description:
It was reported that the pump displayed channel error code 222.4050 on screen, brain continued but module removed, there was no significant concern because tpn is in pump. There was no harm to the patient.